Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient underwent a pocket revision and afterward, proper coupling was attained.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was poor coupling. The manufacturing representative went through a session of passive recharge. It was then reviewed to disable and then reenable the device, but it still got poor coupling. The manufacturing representative (rep) then tried a different recharging system and they still had poor coupling. The screen showed poor recharge quality (screen 76). After positioning the recharger over the ins and pressing try again the caller indicated the controller found the ins and had good recharge quality. It was indicated the there was some swelling and the implant was 1-2 cm deep. It was reviewed that the implant depth or position was likely the issue. It was further reported that the healthcare provider checked the ins with an ultrasound and it was only 2 cm deep. The rep stated the healthcare provider requested a new recharger for the patient. The caller further indicated that the patient had been revised on monday ((B)(6) 2018) and everything was fine. Upon opening the pocket they could see the header block of the ins, but the rest of the ins was sharply angled down into the tissue. The caller indicated the ins was nearly dead, so it was removed from the pocket and charged for about 20 minutes. It was then placed back in the pocket and a tyrx pouch was used. The caller indicated the issue was due to depth and angle of the ins in the pocket. The patient indicated that charging was excellent after the revision. No further complications were reported or anticipated.